Manufacturer narrative:
Internal file number (B)(4). (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation (mr) and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article: continuous direct left atrial pressure during mitraclip therapy.

Event description:
This is filed to report mitral stenosis. It was reported through a research article that identified mitraclip devices which may be related to mitral regurgitation and mitral stenosis. Specific patient information is documented as unknown. Details are listed in the attached article titled, continuous direct left atrial pressure during mitraclip therapy. No additional information was provided.